Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty (poba) was performed, a 4.00 x 12 synergy drug-eluting stent was advanced but unable to cross lesion. Subsequently, a non-bsc guide extension catheter was used but the synergy stent still failed to cross the lesion. After the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.